Event description:
It was reported via journal article title: management of gastroesophageal reflux post sleeve gastrectomy using linx: short term outcomes author: hussam adi the study aimed to present the technique and short-term results using linx post sg. The technique involves complete mobilization of lower esophagus and posterior cruroplasty. The suitable size of linx was assessed by using a special sizer after adding two measurements of the reading at which the sizer popped off. Linx was placed between the posterior vagus nerve and esophagus. Seven patients were operated (6 female and 1 male) with age of 21-51 year. The reported complications included dysphagia (n=1) that improved with steroids treatment and another patient had recurrent reflux (n=1). In conclusion, using linx for management of gerd post sg is safe and can be one tool in armamentarium of treatment of de novo reflux after sg in patients.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.